Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead found no anomalies. The reported event of high pacing impedance was not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, high pacing impedance was observed on the right ventricular lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.